Event description:
Additional information received indicated that no piece of the device fell off into the patient. The patient was noted to be okay post-procedure. The site reported that the complaint could be reproduced with another drill guide. The guide was not moved when withdrawing the drill.

Manufacturer narrative:
One flexible twist drill for 2.3 suture anchors was returned for evaluation. Visual assessment of the drill showed the drill head is dramatically bent at the flexible cable link. The flexible cable link is partially broken and slightly unwound. Functional assessment is prohibitive due to the drills condition. Dimensional analysis of all attributes that could be inspected were found to meet print specifications. Device appears to have engaged the drill guide during use. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined. No further investigation is required. (B)(4).

Manufacturer narrative:
(B)(6). Device has been received but testing has not yet begun. (B)(4).

Event description:
During an unknown procedure it was reported that after drilling, the surgeon could not pull the drill out of the curved drill guide. He pulled the drill and the drill guide together. The site was left empty. The operation was completed with a new hole made by another flexible drill. After the incident, the device was checked and found that the tip of the drill was scraped against the drill guide. No patient injury and a five minute delay was reported.